Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a tmj revision due to pain. The part numbers are unknown at this time, he states the left fossa and mandibular components were removed along with the screws. There were no complications or problems with the removal of the hardware. Original implant surgery was in (B)(6) 2015.